Manufacturer narrative:
Initial and final MDR 1891487. Device 20 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced an 20 infusion leaking at site location. The infusion set long for 1 to 2 days. The blood glucose level was 200-300 mg/dl. No further information available.